Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a por. The device was tested on the bench and found to be normal. X-ray inspection was performed and no anomalies were observed. The cause of the reported reset is unknown, but is believed to be a lead connection issue.

Event description:
It was reported that during interrogation of the device, the device entered into backup vvi mode after utilization of the pc shock button. The reason for the bvvi mode was a power on reset, with the hv therapy currently disabled. The device was explanted and replaced.